Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. Functional testing, including underwater pressure testing, was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron set was not able to be primed. This occurred during setup. There was no patient involvement. No additional information is available.